Event description:
The pt reported blood glucose results of "215, 68, and 63 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Control solution was not available to perform a control solution test.